Manufacturer narrative:
Combination product: yes. Asset, model name and model number are incorrect. New report opened, MDR-1028232-2021-06784. Closing this report.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (98 percent stenosis degree) in the moderately tortuous proximal cx. After pre-dilatation, the attempt to deliver the stent was unsuccessful. When the device was removed, the proximal part of the stent was damaged.

Manufacturer narrative:
Combination product: yes.